Event description:
The customer reported the system is getting low ma and generator failure error messages. Generator errors result in a system shutdown. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.